Event description:
It was reported that a normal saline infusion bolus infusion was initiated at an unspecified rate however after 15 mins the user noticed a leak above the safety clamp. The customer stated that there was no patient harm however a 5 min delay in care as the user had to stop the bolus and hang another set.

Manufacturer narrative:
The customer¿s report that the tubing leaked was confirmed. During visual inspection clear liquid was observed inside model 2426-0007¿s tubing throughout the entire set. During functional testing the set leaked from a small tear at the bottom of the silicone tubing segment above the lower fitment. The tear was measured to be 0.378 inches in length. The root cause of the tear could not be definitively determined.

Manufacturer narrative:
Although lot number was received, it is not recognized in our system and we do not have the manufacturing date and expiration date. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that a normal saline infusion bolus infusion was initiated at an unspecified rate however after 15 mins the user noticed a leak above the safety clamp. The customer stated that there was no patient harm however a 5 min delay in care as the user had to stop the bolus and hang another set.